Event description:
It was reported by service report that the customer alleges that the power cord had the ground plug ripped off. The customer reported that they did not know if there was patient involvement; however, no adverse consequences were reported.